Manufacturer narrative:
Date of death - estimated as (B)(6) 2021 as the date of the death event is unknown. Date of event - estimated as (B)(6) 2021 as this event date is unknown. Implant date - estimated as (B)(6) 2021 as the date of implant is unknown.

Event description:
It was reported via social media that a cerebral vascular accident (cva) and death occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. The patient experienced a cva and subsequently passed away following the procedure at an unknown time.